Event description:
It was reported that when using the bd pyxis¿ medstation¿ es vc7picues processed very slow. The customer had been turning the pyxis unit off. However, the system was now performing automatic updates, which was impacting patient care. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was processing slow. A technical support specialist dialed into the station and the station was displaying a black screen and could not be rebooted remotely via remote support specialist (rss), requested customer to reboot the station manually, after which the station began installing pending windows updates and subsequently rebooted, adjusted the stations network speed to 100 mbps half duplex and reviewed the event viewer, found a windows update error and a kernel power error, but no database synchronization or med application errors related to an application crash. The remote support specialist (rss) logs showed time waiting for reboot at 68 days, indicating no automatic reboot had occurred. The customer later verified that the station was functioning as intended. Tss advised customer that if a medication station fails to auto update, it will retry the reboot during the next weekly update cycle for up to three consecutive weeks. The station typically prompts for auto reboot at the scheduled time, but if the prompt is skipped three times, automatic reboot attempts stop. Currently, the es system does not provide user facing alerts when updates are missed beyond two weeks, so manual reboot is recommended if prompts are skipped. The support team does receive an alert once the reboot metric threshold is reached and will then take action to reboot the station. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es vc7picues processed very slow. The customer had been turning the pyxis unit off. However, the system was now performing automatic updates, which was impacting patient care. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.